Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device was reported in error. The initial report should be voided.

Event description:
Upon receipt of additional information, it has been determined that this device was reported in error. The initial report should be voided.

Manufacturer narrative:
(B)(4). Report source: (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported that during the surgery, the error message of "e3" was displayed on the ultra drive display. The surgeon finished the surgery with a chisel causing significant delay to surgery. No further information is available at the time of this reporting.